Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance trend on the lv (left ventricular) pacing lead was rising. Max lv pace impedance rises from 456 ohm the week ending (B)(6) 2013 to 646 ohm the week ending (B)(6) 2013.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID: 5076-52, implantable pacing lead, implanted: (B)(6) 2013. A d314trm, implantable cardioverter defibrillator (ICD),  implanted: (B)(6) 2013. (B)(4).

Event description:
It was reported that the patient had a possible left foot fracture from multiple episodes of syncope. The patient also had symptoms of ventricular fibrillation and heart block. There was intermittent capture at maximum output on the left ventricular (lv) lead. The lead was removed. It was also reported there was high threshold on the right ventricular (rv) lead. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.